Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. There was no adverse impact to the customer¿s blood glucose level. There was no patient involvement, as the customer needed to complete her trainings before using the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.